Manufacturer narrative:
Full UDI number provided. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted no external damage to the device. All clips tested loaded and formed properly. During testing to simulate oversized tissue, engineering was able to replicate the customer's experience of incorrectly formed clips. The root cause of the incomplete clip closure experienced by the customer may have been the result of the application structure size. Engineering was able to recreate the incomplete clip closure by simulating oversized tissue. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole- "clip applier misfired." Patient status: "case completed."